Event description:
The user facility in (B)(6) reported during vitrectomy surgery the tubing automatically disconnected from the stellaris unit. The facility did not report any patient impact. Additional information received from the user facility: there was no injury to the patient. They had a new pack available. They have discarded the cutter and continued the surgery with new pack.

Manufacturer narrative:
Facility noted the cutter was discarded. There will be no evaluation of the product. A supplemental report will be submitted if any additional information is received. The sterilization and lot history records have been reviewed and found to be acceptable.